Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg relocation procedure due to a painful battery site. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg revision procedure.